Event description:
During the device evaluation, the resection sheath's ceramic head was found to be out of position. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the ceramic head (insulation beak) failure is a mechanical problem, but the cause of the failure could not be determined. The most likely cause is some kind of excessive force, however, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.